Manufacturer narrative:
The device was received not deployed. The download data shows the device completed 47 first prime pulses and was then deactivated by the user due to the generation of an 0x17 alarm. Since the alarm was generated before the start of second prime, the pod did not complete priming and the needle mechanism was unable to deploy. The 0x17 alarm indicates that a critical variable check failed at the end of first prime after investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported that the needle never deployed the cannula into the skin and that the pink slide insert did not move forward indicating that there was a needle mechanism failure. There was also insulin leaking noted at the site. The pod was worn for less than an hour on the leg. The patient was able to activate a new pod.